Event description:
Patient was revised to address humeral stem positioning. It was inconclusive if the retroversion was caused in the original surgery or post op.

Manufacturer narrative:
Examination was not possible, as the product was not returned. The investigation was limited to review of the information provided, as the part and lot number required to review the device history records was not provided. Provided information states the humeral component was in retroversion. It was inconclusive if the retroversion was caused in the original surgery or in post op. The patient was unstable and lacked good motion. The investigation could not draw any conclusions about the reported event. Based on the investigation and the information available, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.